Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
Based on additional information received, it has been determined that the product is a non-covidien product; therefore, no further information will be reported under this manufacturing report number.

Manufacturer narrative:
(B)(4).